Event description:
In 2004, during a procedure to close an atrial septal defect with the intention of using a 40mm asd device, the defect was sized; however, after resizing, a decision was made to use a 38mm asd device instead. The loader of the 12f-delivery system kinked while loading the device. A second 12f-delivery system was used with no difficuly. The device was placed securely and the pt was stable throughout the procedure and taken to recovery. The following day, the pt became unstable complaining of tight chest pain, and extreme rhythm changes were noted on the monitor. The pt was taken to surgery, where the device was found to be dislodged in right ventricle. The device was surgically removed and the defect repaired.